Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor fired four clips and did not notice anything different. The doctor noticed fifth clip was loose, so he pulled it off and was scissored. He checked first four clips for security. They were loose, so he pulled them off structures. Clips were described as being egg-shaped. Another device was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.